Event description:
The service report shows the customer reported that the 840 ventilator became inoperative while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the breath delivery unit (bdu) pcb. Covidien was only authorized to upgrade the software. The unit passed extended self testing.